Event description:
Customer stated the device gave a result of 780 mg/dl. The customer felt the result was high and retested and received a reading of 130 mg/dl. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.